Event description:
--

Manufacturer narrative:
Upon return to our post market quality assurance laboratory a visual inspection noted no arc marks or other anomalies. An x-ray of the device confirmed that the plasma fuse was still intact. However, closer visual inspection revealed that an integrated circuit was cracked. A memory download could not be performed and the allegation of no telemetry was confirmed. The no telemetry condition was the result of a severely depleted battery which was the result of a high current drain caused by a cracked integrated circuit. However, the root cause of why the circuit had cracked could not be determined.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Troubleshooting had not resolved the issue. This device was last interrogated three months prior without issues. This patient has not had any procedures or surgeries in between these interrogation sessions. A magnet placed did not elicit tones. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed change out and to view the patient as unprotected. Return requests were made for the device. It was later reported that the device was explanted and replaced. The device will be returned for analysis. Should additional information become available this event will be updated. The device was returned and detailed analysis is pending.